Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the catheter was not able to flush or start flow 2ml/min. During the preparation phase, everything was in order. However, during the introduction of the catheter through the vein, the pump gave an alarm response bubble (error code is unknown). They tried to flush the whole system; however, the catheter was not able to flush. There was no patient consequence.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the catheter was not able to flush or start flow 2ml/min. During the preparation phase, everything was in order. However, during the introduction of the catheter through the vein, the pump gave an alarm response bubble (error code is unknown). They tried to flush the whole system; however, the catheter was not able to flush. There was no patient consequence. Device evaluation details: on 02-jan-2024, the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and pump flow and pressure gage test of the returned device were performed following bwi procedures. Visual analysis revealed no anomalies or damage in the device. A pump flow and pressure gage test were performed and an occlusion was detected. Further investigation revealed that the irrigation holes in the dome section were occluded with reddish material. Based on the returned device, a lot number of 31122855l was identified. Therefore, d4. Lot, d4. Expiration date, and h4. Device manufacture date have been updated. A manufacturing record evaluation was performed for the finished device 31122855l number, and no internal actions related to the reported complaint condition were identified. The reddish material observed blocking the irrigation holes could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).